Manufacturer narrative:
During preventative maintenance on 8/13/2024, the autopulse platform (sn (B)(6)) failed functional testing and displayed system error 139 (unable to hold compression position) error message. The possible root cause for the observed issue was a failure of the motor drive train and processor board. The autopulse platform passed initial functional testing. However, when the platform was run on continuous compression mode using the large resuscitation test fixture (lrtf), the platform displayed system error 139. Due to the device's aging, the service has not been performed and information was sent to the customer indicating that it is not economical to repair due to the issues and age of the device. Zoll is waiting for the customer's response. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During preventative maintenance on 8/13/2024, the autopulse platform (sn (B)(6)) failed functional testing and displayed system error 139 (unable to hold compression position) error message. No patient involvement.